Manufacturer narrative:
The calibration and quality controls were within the specifications. Therefor a general product problem was excluded. The investigaiton is ongoing.

Event description:
There was an allegation of a questionable high uric acid (ua gen.2) result for one patient from the cobas 8000 c702 module serial number (B)(4). The initial result was 15.6 mg/dl. The sample was repeated on another c702 module with a value of 4.5 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer found the rinse wash station tube was leaking and he replaced the tube. He ran diagnostic tests and the sample repetitions that were successful. The investigation determined the service actions resolved the issue.